Event description:
It was reported that the right atrial (ra) lead had dislodged the day after implant. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.